Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to excessive force used to pry and/or leverage the device.

Event description:
On 03/20/2024, it was reported by a distributor via (B)(4) that an ar-3636h anchor broke off deep inside the bone while being malleted in. This occurred during use in a case with no patient effect. The surgeon attempted to remove the tip and was successful for the distal aspect but decided to leave the remainder of the metal tip. He said it deeply and logged in with confidence that it had no way to slide out at any point. He placed a new anchor next to the site and it was seated successfully and the rest of the case went well.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.